Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9090-03s dualcomp hindfoot nail was received for investigation. Visual evaluation of the device noted significant scratches to the surface of the device. Further visual inspection noted that the peek pin was broken. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied excessive mechanical forces on the impaction rod during insertion. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-9090-03s dual comp hindfoot nail was deployed early. This was discovered during a procedure on (B)(6) /2024. Additional information received on 2/16/2024: this was discovered during a ttc nail procedure. The sales representative had marked that a patient injury occurred; however, after further clarification, it was confirmed that there was no injury to the patient. Nothing broke inside the patient and the case was completed by removing the nail that deployed early and using an ar-9090-02s dual comp hind foot nail.